Manufacturer narrative:
Product analysis #(B)(4). (B)(6) mon (B)(6) 2018 09:28:31 gmt-0500 central daylight time analysis summary for pe#: (B)(4). Analysis transaction ID#: (B)(4) model#: ddbb1d1 serial/lot#: (B)(4) methodology and techniques: the actual product involved in the event was evaluated. Electrical tests were performed. Mechanical tests were performed. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: device - preliminary analysis, and device - functional analysis. Results of analysis: based on analysis, it was determined the product met specification. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- (B)(6) 2018 14:28:24 cst pli# 20 product ID# ddbb1d1 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of medical devices: product ID ddbb1d1, serial# (B)(4), product ID ddmb1d4, serial# (B)(4), product ID ddmb1d4, serial# (B)(4), product ID ddmb1d4, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five devices had early battery depletion and displayed a grey bar for battery longevity. All of the devices were opened but not used. There was no patient involvement.